Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while the nurse was preparing, when tried to insert the inner tube into the outer tube (obturator) broke. The device was not used in patient. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the obturator top was disengaged from the shaft. The spring grip and threaded anchor appeared intact. The trocar was not received. The cannula and duckbill seal appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while the nurse was preparing, when tried to insert the inner tube into the outer tube (obturator) broke. The device was not used in patient. The procedure was completed with another device. There was no patient injury.